Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. Per the initial report, the home patient (hp) stated that she drained 1500ml more than she had filled with at the end of therapy using manual bags. The technical service representative (tsr) reviewed the therapy log and the homepatient was getting low drain volume alarms and bypassing the alarm. The tsr advised to have the hp call if he wanted to bypass. This event meets overfill criteria. Follow up with the peritoneal dialysis nurse (pdn)revealed that she instructed the hp not to bypass any alarms and to call for assistance. The pdn stated she was not sure what the manual drain volume was but stated it was around 1500ml. The pdn stated the hp's largest prescribed fill volume (lpfv) is 2000ml. The pdn stated the hp has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria and was continuing with therapy on the hc. The pdn did not request a swap. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). A review of the previous service record, (B)(6) 2010, shows the device passed all required tests and calibrations prior to its release from the (B)(6) facility. No issues were identified that may have contributed to the issues of increased intraperitoneal volume (iipv). The previous return of the device was not for any issues related to iipv. The root cause for the reported iipv was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA investigation (B)(4).